Event description:
In 2007, (rental distributor of medical device) informed millennium medical products, inc. (Manufacturer of medical device) of the following incident regarding lift. On the month before, distributor was notified that two (2) nursing assistants at a facility were injured when the lift "tipped" while moving a patient from a wheelchair to a bed. One nursing assistant twisted her back, and one nursing assistant reported the lift landed on her foot. It is unknown if either nursing assistant required treatment for reported injuries. Distributor was unable to speak directly with the injured staff, but was able to determine that while first shift always uses three (3) people for lift transfers, second shift (when injury occurred) was only using two (2) people. Distributor reinstructed staff on proper use of liftem (medical device). Probable cause of incident is user error.